Event description:
Per independent repair center, the unit was alarming or red light, and the alarm would not function. The key failure was the valve manifold sticking. Additional malfunction for this device; the on/off switch was defective.